Event description:
Customer states that the gens system diluted pt samples and produced artificially low hematology results. The result was questioned by the physician and a freshly drawn sample obtained from the same pt produced higher results, which were confirmed by the user as correct. There is a system malfunction resulting in an unexpected sample dilution creating understated values upon analysis. These low results were reported. No treatment was initiated or withheld based on these low results. Falsely low hematology results, especially hemoglobin, could be believed and acted upon by a physician to initiate or modify a course of treatment. This inappropriate treatment has the potential to contribute to a serious injury.